Manufacturer narrative:
The calibration and quality control results are within range. The field service engineer has thoroughly checked the instrument for possible malfunctions and found the instrument works properly.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys total psa assay on cobas e411 rack. The sample initially resulted in a total psa result of 0.337 ng/ml. The patient sample was repeated three times the next day, resulting in values of 18.83 ng/ml, 27.15 ng/ml, and 26.69 ng/ml. The initial erroneous result was reported outside of the laboratory. The total psa reagent lot number was 556098, with an expiration date of 30-nov-2022.

Manufacturer narrative:
The evaluation result code has been updated. The evaluation conclusion code has been updated.